Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted both iui connecters were found to be slightly dull and the instrument seal was not intact. Visual inspection of the set noted no damage or any anomalies. Analysis of the pcu event log shows that argatroban 50mg in 50ml was originally programmed to infuse at a rate of 12ml/hr. At 1:34 am, after the infusion completed and went in to kvo, the user changed the dose to 31mcg/kg/min, which made the rate 249ml/hr. The infusion ran for approximately 12 minutes at this rate before going into kvo. At 2:00 am, the device was channeled off and the system was shut down. The volume recorded as being infused during this period was 53.13ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the primary set and there were no leaks observed. The root cause was identified as user programming.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that argatroban, unknown volume, intended to run at 12 ml/hr alarmed for infusion complete after 30 minutes. The rate was found to be set at 250 ml/hr and the bottle was empty. No further details are available at this time.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
Additional information provided: correction on follow-up(1).